Manufacturer narrative:
D4: lot number of the device is unknown - full UDI is not available. H6: the quality investigation is complete.

Event description:
It was reported that during use in a procedure at the user facility, a hot cautery tip accidentally touched the patient and left a burn mark. It was reported that there were no adverse consequences and no medical intervention as a result of this event. It was further reported that the procedure was completed successfully, without a delay.